Event description:
It was reported that the patient's device experienced a pump stop alarm. Driveline x-ray was performed after patient was readmitted a driveline repair was requested for phase to phase short.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the pump stop and low speed events observed in the submitted log file are consistent with damage to two or more wires in the patient¿s driveline. The submitted log file contained data from (B)(6) 2022 at 14:34:28 to (B)(6) 2022 at 11:42:49. The pump speed was set at 8800 revolutions per minute (rpm) with a low-speed limit (lsl) of 8400 rpm for the duration of the captured data. On (B)(6) 2022 at 8:49:51 and (B)(6) 2022 at 11:15:43 the pump speed was below the lsl and stopped, resulting in 3 motor stopped flags active. The low speed and pump stop events were associated with low flow hazards, low speed hazards and low speed advisory. The pump stop event on (B)(6) 2022 occurred while the patient was connected to battery power. The pump stop event on (B)(6) 2022 occurred while the patient was connected to power module (pm) power. Of note, the pump stop events appeared to be due to an issue within phase 3 (red and orange wires). The pump speed returned above lsl quickly after the pump stop events. Excluding these events, the pump operated at or above the lsl. A distal-end driveline replacement was performed and approximately 19.75¿ of the external portion/distal-end of the driveline was returned for evaluation. An electrical continuity test was performed to the distal-end driveline in the condition that it was received and did not reveal any discontinuities or shorts. No wire to wire or wire to shield shorts were induced during intact testing, event with manipulation of the driveline. The driveline was returned with white tape extending from approximately 2.5¿-13¿ from the metal controller connector. The silicone sleeve and tape was removed and revealed the bionate which was unremarkable. The bionate was removed and fraying and minor breakdown in the metal braided shield was observed approximately 10.5¿-16¿ from the metal controller connector. The shielding was removed, visual and microscopic inspection of the underlying wires revealed no areas of damage to the wire insulation. The underlying wires of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. There was incidental finding of small areas of damage to the silicone sleeve approximately 8.5¿-10¿ from the metal controller connector. The relevant sections of the device history records for (B)(6) and driveline s/n 33822 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 05may2014. The heartmate ii lvas IFU section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Driveline repair was performed on (B)(6) 2022. Upon visual inspection, there were a few minor tears in the outer sheath. The alarms resolved and a pump exchange was performed on (B)(6) 2022. Related manufacturer reference number: 2916596-2022-10636.